Event description:
It was initially reported by biotel heart that the charging port was melted. There was no report of death or serious injury to patient, operator, or bystander.

Manufacturer narrative:
Engineering evaluation was completed: the device was returned to braemar manufacturer from biotel heart on april 5, 2023. The device was inspected for general physical integrity, charging port was melted. No additional damage found. Charging heat stress test was started at 11:00am at 1457.3ma and was completed at 01:05pm at 331.4ma. Total charging time 125minutes. Maximum recorded temperature 89.6f. No problems found. Melted charging port was examined, and the damage appear to be sources externally. Engineering evaluation was able to confirm allegation. No additional damage was found on the device and the charging port damage appeared to be sourced externally. This indicates that there was likely an electrical fault with the provided charging cord.